Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with a laparoscopic hysterectomy, lysis of adhesions, in order to treat menometrorrhagia, symptomatic uterine fibroid, adenomyosis, urinary tract infection, and pelvic adhesions. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.